Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. External and internal visual inspections of unit revealed exposed wires of the power supply, not the power connector plug. There was no evidence of any exposed and/or detached wires coming from the power connector plug. All returned power accessories except the defected cable were able to be used for further testing and evaluation without any power malfunctions and/or any additional complications. The backplate of the device was removed, and a standard power supply was connected to the unit. The unit was powered on with no issues observed. Also, after removing the patient electronic system board from the base casing, it was identified that there were no burning and/or damaged components that would cause the unit to spark. There was no sufficient evidence that caused the unit to spark. However, the power supply revealed exposed wires and is likely the cause of the reported sparking. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed and frayed wires and sparking of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.